Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/17/2018, that on (B)(6) 2018, the patient reported "ongoing initialization" with the dexcom device. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/17/2018, that on (B)(6) 2018, the patient reported "ongoing initialization" with the dexcom device and an adverse event. It was reported that at 11:00am the patient experienced a hyperglycemic event in which their blood glucose was at 400mg/dl and was not receiving values on the dexcom. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.